Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right hip was reviewed by a surgeon because he again felt a lot of pain in the groin of his right hip and made a clicking noise every time he bent over. And according to the surgeon's report: "after performing x-rays and CT, a severe wear of the polyethylene insert was observed in its upper part, almost reaching the point of contact between the femoral head and the metal cup. In addition, the sinking and mobilization of the femoral stem with areas of osteolysis was observed, possibly related to a disease of the particles due to the wear of polyethylene.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: type of investigation. H3: the reason for the pending revision may be due to femoral stem loosening and prosthesis wear as reported. However, potential contributions from manufacturing, user, or patient-related considerations and/or inclusion of risk factors specified in an hhe to acetabular liner wear and osteolysis to the sequence of events cannot be confirmed as the devices remain implanted and no radiographs or device information was provided.